Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Reporter indicated that a patient's generator end of service flag had tripped. The physician believed that generator should not have been at end of life yet. Manufacturer performed battery life calculations which confirmed that generator should not have been at end of life at this time. It was also reported the patient had an increase in seizures, below pre-vns baseline levels. The patient is scheduled for revision surgery.